Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components: product ID 3708660 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: 2016 (B)(6). Product type extension product ID 3389s-40 lot# va18ynq serial# implanted: 2016 (B)(6) explanted: 2016 (B)(6) product type lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted with a neurostimulator for movement disorders. It was reported there was an infection at the implantable neurostimulator (ins) site, also reported as an infection at the head and chest. The ins was removed. The manufacturer's device database also indicated the lead and extension were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.